Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation nose irritation dizziness and/or headache hypersensitivity nausea / vomiting. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Please disregard second follow up , first initial report will be the initial report .

Manufacturer narrative:
As it is a rep device , foam is not present , box b, h is updated in this report.

Event description:
The manufacturer became aware of an allegation that an end user developed a eye irritation nose irritation dizziness and/or headache hypersensitivity nausea / vomiting while using an rep dreamstation auto CPAP, dom - recrt the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.